Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the display lens was found to be scratched. Moisture corrosion was observed in the battery compartment. Unrelated to the original complaint, the battery compartment was found to be cracked along the side of the pump. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter information: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was reported that the display was scratched and there was moisture in the cartridge compartment. It was not able to be determined if the screen could be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.